Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a polyflux 17l, a particulate matter "hair like" in the cap was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available for evaluation, however, pictures were provided. The visual inspection of the two provided photos observed a hair particulate matter in the header area on the cutting surface. The reported condition was verified. The cause is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.